Event description:
This lead was implanted on (B)(6)2006 and was explanted on (B)(6)2013. Prior to extraction this lead was fractured and was capped. The physician was dr.(B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).